Event description:
Procedure type: lavh. According to the reporter: during the procedure the balloon of the trocar exploded and a bit of the plastic of the balloon, approx. 4 x 10mm, fell into the abdomen and could not be found. Until now the pt has had no reaction. There is a possibility of infection. Operative time was not extended. There was no blood or unanticipated tissue loss. No pt injury reported.

Manufacturer narrative:
(B)(4).